Event description:
Customer reported that he could see moisture on the inside of the reservoir past both of the o-rings. Customer stated that he got a cotton swab and wiped it off and did smell insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.